Event description:
It was reported that during preparation of the 3.5x12 nc voyager dilatation catheter, difficulty was experienced removing the yellow protective sheath which lead to a tear in the proximal segment of the balloon. Force was not applied when attempting to remove the protective sheath. The device was not used and there was no patient involvement. Another unspecified device was used in the procedure successfully. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and confirmed the difficulty to remove the balloon sheath. A review of the complaint handling database found two similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will be addressed per quality system protocol.

Manufacturer narrative:
(B)(4). The device was returned for investigation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.